Manufacturer narrative:
The involved device is not under service contract; the hospital performs maintenance and repair on own behalf and responsibility. It was reported that the internal battery was not replaced in the recommended interval of two years. Replacing the battery reportedly fully solved the device problem. During operation the device software checks the battery status on a regular base. In the first step of this test mains supply is switched off for 100ms. A significant voltage drop during this window in time i.e. If the battery condition does not meet specification anymore, will trigger a restart of the entire device. Ventilation will be resumed with previous settings after approx. 12 seconds. The error entries and corresponding alarm messages which are stored in the log file confirm that a battery test was aborted after the first test step and that the device responded as designed with a restart. Based on the transmitted information can be concluded that an aged and deep discharged battery was causing the reported symptom. The battery shall be replaced in a two-year interval which was obviously not done in the particular case. This may lead to the following problems: with a deep-discharged battery the device may not be powered-on anymore or may suddenly stop operation if mains power gets lost/is being disconnected for transport purposes. Furthermore, restarts may occur due to a failed periodic battery test. The user is being alerted of either the low battery status in the second or the restart in the third scenario; in the first scenario it is readily apparent to the user before use on a patient that the device cannot be put into operation. Dräger finally concludes that lack of maintenance caused the reported observation. The device performed a restart in consequence of a failed battery check during operation. Appropriate risk mitigation measures are in place.

Event description:
Please refer to initial MFR. Report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device suddenly shut down while being used on a patient. The ventilator was immediately replaced; no patient consequences have reportedly occurred.